Event description:
During evaluation of a returned spectrum pump, the device alarmed 'improper shutdown!'. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A review of the event history log revealed ¿improper shutdown!¿. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device displayed ¿improper shutdown¿. The cause was identified to be the back flex battery contact pin not making contact with the battery pin due to a dried liquid substance. The back flex battery contact pin requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.